Manufacturer narrative:
Retention material of lot 32221800 was measured with native urine and an erythrocyte dilution series. The results fulfill the requirements. The customer material was not provided for investigation. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer received negative erythrocytes results from a urine sample with the chemstrip 10 sg test strip compared to a positive result of 50 ery/ml or greater. The customer stated that the first result did not produce a color change. For the second result, the customer stated that the result was the darkest green color which was 250 ery/ml. The customer stated that he read the strip immediately and did not observe blood in his urine sample. The customer stated that he was not voiding the first part of the urine sample and was using the same sample container that was not washed or sterilized. The customer did not know which result was correct. On (B)(6) 2019 the customer tested himself again. The customer stated that the first sample result was "nice". The second sample result was a "little" green (trace or about 50 ery/ml) and the third sample result was "dark" green (250 ery/ml). There was no allegation of an adverse event. The device was requested to be returned for investigation.